Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was black. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was black. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the black screen on the station. A field service engineer replaced both boards for drawer 6, which were functioning properly. Noted that all indicator lights on the boards were out prior to replacement. It is suspected that excessive power draw from the boards may have caused a short circuit, resulting in the screen temporarily going black before rebooting normally. Inspected the power cord and confirmed the power supply was operating within normal parameters. No issues were observed with the screen. The system functioned as intended after the field service engineer repaired the device.